Event description:
On (B)(6), covidien regional service engineer reports injector filled syringe without being initiated by operator. No injuries reported.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.